Manufacturer narrative:
The customer reported that her husband had taken the pump completely apart and could find nothing wrong with it, so a replacement manual pump was offered and declined. In follow up with a medela clinician on (B)(6) 2017, the customer stated that she purchased a replacement pump in style breast pump, it is working well and she was no longer experiencing symptoms of mastitis. The customer also stated in additional follow up on (B)(6) 2017, that she was prescribed cephalexin for 10 days. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that her pump in style breast pump had low suction, was clicking and producing an air leaking noise. The customer also reported that she saw a doctor for mastitis.